Event description:
The user facility reported for an automated impella controller (aic) a failure of the aic to display when booting up. The issue was eventually resolved with a reboot. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported power on issues/blank screen issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs from the reported complaint date showed that the console booted up normally, but the user was pressing the softkeys sporadically which could indicate there were issues with the display. The unexpected reboot was due to the clinical staff toggling the battery switch. Device analysis: the console was tested thoroughly on an engineering lab bench, but the failure mode could not be reproduced. Testing included power cycling the console, and upon each power on, the display was photographed. No issues were observed that were related to a blank screen. The backlight supply cable and the lvds video cable were wiggled to exploit a possible loose connection, and no display issues were observed during this time. Per the results of the clinical review and investigation, the root cause could not be determined due to inability to reproduce. This report is being filed as part of a retrospective review of historical records.